Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 18815.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a sterrad® 100nx cycle. The customer confirmed there was a change in color but it is unknown at this time whether or not the color change was within specifications. The customer stated no load was affected by this issue. There is no report of infection, injury or harm to patient(s) associated with this issue. A customer letter regarding the acceptable range of color changes with the sterrad® sealsure chemical indicator tape was sent to the customer. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
The customer was provided the comparator chart for review showing that the color change was within an acceptable range and "passed." This complaint is no longer reportable since the change in color indicates the ci changed color successfully.